Event description:
The customer stated that the ag-920a multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) continues to give a calibration error and that the readings are very low. MFR# 8030229-2015-00126.